Event description:
Health care professional reported four incidents of cracked headers on reused dialyzers found during pt use and one incident of a cracked header on a new dialyzer. Per the health care professional, there was no pt injury associated with this report.